Event description:
After positioning stent in left renal artery (used a boston scientific multipurpose 6f guiding catheter) physicians noticed stent had slipped back 2 mm on balloon. They adjusted position of balloon and stent and deployed stent without further incident.